Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Cases of leakage were observed during both pre-use and use of the product due to cracked connector housings.

Manufacturer narrative:
The complaint of a leak due to a cracked connector housing could not be confirmed from the photograph that was provided for investigation. The photo showed a q-syte connector that appeared to be unused. The weld area of the housing between the top body and the bottom body was circled. No cracks or leaks were identified in the photograph. Material that was consistent with flash at the interface between the top and bottom bodies was visible. Flash forms at this location during the welding process. The flash appeared non-fragmented and covered less than 50% of the window between the tabs, which meets the acceptance criteria. Although a reported defect could not be confirmed from the photograph, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.